Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient reported a spinal headache on (B)(6)2019. The clinical diagnosis was spinal headache. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8598a serial# (B)(6) implanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a clinical study indicated that the patient experienced a spinal headache. A catheter dye study was performed and failed. No additional actions have been taken and the issue was ongoing. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the issues resolved without sequelae on (B)(6) 2019 and (B)(6) 2020.

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a clinical study indicated that there was fluid collected over the pump pocket site; 40 cc of serosanguinous seroma fluid was aspirated from the pump pocket implant site; sent for cell counts and cultures. No further complications have been reported as a result of this event.

Manufacturer narrative:
Updated to reflect the information received on 2019-oct-15 and 2019-oct-16. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2019-oct-15. It was reported the migrated and coiled catheter had not been resolved as no surgery had been scheduled. No further complications were reported. Additional information was received from the healthcare provider (hcp) via a clinical study on 2019-oct-16. The etiology of the event indicated that the event was unlikely related to the implant procedure. No actions were taken, other than that the event resulted in an unscheduled clinic or office visit. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a clinical study indicated that the patient experienced numbness in their legs due to the catheter occlusion. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a clinical study reported during a surgical procedure, on (B)(6) 2019, the anchor was in two pieces. The anchoring sutures had cut the anchor wings from the anchor body and the catheter was coiled in the supraspinal pocket. It was indicated the event was possibly related to the device or therapy and possibly related to the implant procedure. The patient's weight was (B)(6) lbs. The catheter was going to be returned to the manufacture. The catheter issue was resolved without sequelae on (B)(6) 2019 and the other issues resolved without sequelae on (B)(6) 2019.

Event description:
Additional information was received from a manufacturer representative on 2019-oct-17. It was reported that the suture 2.0 silk cut through the anchor and the catheter was coiled in the midline spine. A new spinal segment was implanted in (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was explanted/replaced on (B)(6)2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial/lot #: (B)(4), ubd: 11-jul-2021, UDI#: (B)(4), implanted: (B)(6) 2019, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500.0 mcg/ml of fentanyl at 200.07 mcg/ml and 50.0 mg/ml of bupivacaine at 2.0007 mg/ml via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the patient's pain control stopped working and the patient had a fluid build-up in their midline and pump pocket on (B)(6) 2019. No environmental/external/patient factors that might have led or contributed to the issue were reported. A color doppler sonography test was performed on (B)(6) 2019 and the catheter was found to be coiled in the midline spine out of the intrathecal space. The patient was scheduled for revision surgery, but the date was unknown. The device would be returned after explant. The issue was not considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported.